Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on the original customer care advocate (cca) documentation since the patient was unable to be contacted with follow-up questions. The patient alleged that the power issue with the meter started on (B)(6) 2014, at 8:00 am. The patient manages his diabetes with insulin (self-adjuster). He did not make any changes to his diabetes management regimen due to the meter issue and reported administering his usual dose of 33 units of insulin 70/30 in the morning and 17 units of insulin 70/30 at night. He denied developing any symptoms as a result of the alleged issue. He reported, however, on (B)(6) 2014, he was hospitalized and IV fluids were administered by a healthcare professional (hcp) at 10.30 am. The reason for the patient¿s hospitalization was not established. He reported that at 11:00 am, he obtained a blood glucose result of ¿300 something not sure¿ mg/dl on the ER/hospital meter. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there was no misuse of the product. The meter would not power on manually with a button press. Based on the information provided, the meter¿s batteries did not need to be replaced. It was not established whether the correct test strips were being used and it was not possible to insert a test strip as per owner¿s manual to see if it turned on. Replacement products were sent to the patient. Although the patient denied developing any symptoms, this complaint is being reported because it was not established why the patient was hospitalized. As a result, it cannot be ruled out that the alleged meter issues caused or contributed to the patient¿s alleged hospitalization and treatment by a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/16/2015). The patient¿s meter has been returned on 1/30/2015 and evaluated by lifescan product analysis on 2/3/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.